Event description:
It was reported that an IV was placed to the right antecubital of the patient. Clinician removed the clear needle protector from the IV catheter and noticed a piece of the plastic was missing from the end and the needle was slightly out of the protector. Removed catheter from the patient and notified nurse. There was no additional information available.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was unable to be completed as there was no lot information provided.

Manufacturer narrative:
Other, other text: additional information added to h6 and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.